Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. A notification of patient expiration was received on (B)(6) 2017. The clinicians reported that the cause of death was not device or therapy related. With the notification, it was reported that during the duration of pump support, there was concern for pump malpositioning leading to decreased pump performance. There were no reported adverse events secondary to this condition. The vad clinicians added that they do not believe that the pump malpositioning caused or contributed to the patient¿s death.